Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the handle powered off when the shell was attached. There was no sound, no vibrations, and no function. It was charged again and was able to be used with a new power shell without any problems. There was no patient injury.